Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead,

Event description:
A report was received that the patient had an infection. It was still unknown on what caused it. The patient underwent an explant procedure.

Manufacturer narrative:
Correction to the initial MDR in field: (B)(4). Additional suspect medical device component involved in the event: model #: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead model#: sc-3138-55 serial #: (B)(4) description: scs phiii ext 55cm additional information was received that the patients ipg had eroded or ruptured through her chest. The cause of the erosion was unknown. It was noted that the patient developed a massive staphylococcal infection. The physician did not suspect device malfunction. The patient was placed on IV antibiotics. The explanted devices was not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg, leads, and lead extensions revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an infection. It was still unknown on what caused it. The patient underwent an explant procedure.